Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that the pump battery could not be charged. Customer experienced a low blood glucose (bg) range of 40-300's mg/dl; cause was unknown, however the customer believed it was due to human error. The customer consumed sugars to treat the low bg. The customer reverted to an alternate method of insulin therapy.